Event description:
Laparoscopy. "During implementation of the trocar 12mm, the doctor noticed a withdrawal blade failure. This failure occurred as long as the balloon did not pass the wall. This incident has created a vascular wound. The wound was fixed with a vascular repair. Clinical result: wound of a pancreatic vein which need repair after conversion into laparotomy. The surgeon wants to stop using trocar balloon."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.